Event description:
It was reported that the iab was inserted in a pt with very calcified vasculature. The pump began experiencing helium leak alarms and a few days later blood was noted in the helium tubing. Surgical removal was performed when resistance was encountered during iab removal. There were no pt complications.